Event description:
N/a.

Manufacturer narrative:
A visual inspection found the hexalobular tip twisted. No other anomaly found. Results of the documentary investigation does not reveal any issue about the use of the device, the design and the manufacturing. No trend for tis kind of incident is observed. Anomaly was confirmed; the hexalobular tip is twisted and not functional. As the travel set including the screwdriver was shipped to the customer without any inspection, integra cannot assure the condition of the concerned screwdriver (reusable device).

Manufacturer narrative:
DHR. No anomaly was found. Product is not returned for the moment and failure analysis cannot be done. Results of the documentary investigation does not reveal any issue about the use of the device, the design and the manufacturing. As the travel set including the screwdriver was shipped to the customer without any inspection, integra cannot assure the condition of the concerned screwdriver (reusable device).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2019, during an ablation surgery with hallulock plate and screws, it was impossible to take off the proximal screw. The thread seems smooth, no screwdriver of the set seems to work/match. As a result, the surgeon had to make a larger incision. They managed to take off the screw and plates with another screwdriver with a minimum surgical delay. The patient is doing well.